Event description:
End user called for help with device reading out-of-range with the calibration check strip. The complaint was confirmed by phone. The device was replaced and the defective one returned for investigation.